Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported during a veterinary orthopedic procedure on (B)(6) 2013 the small battery drive would not function. The batteries were changed however the device still did not function. Reportedly there was no delay in the procedure. No additional information was provided. This is 1 of 1 report for this event for complaint number 35657.

Manufacturer narrative:
Additional narrative: upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01517.